Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Three days prior to the peritonitis diagnosis, the patient was hospitalized due to low appetite. The patient began treatment with vancomycin injection (2g, ongoing), tobramycin injection (40mg, ongoing), and ceftazidime injection (1g, ongoing) for peritonitis. At the time of this report, the patient was still hospitalized and was recovering from these events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was discharged from the hospital and has recovered from the events. Antibiotic treatment were discontinued 15 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.